Event description:
It was reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer's blood glucose level. The customer was using a third-party wall adapter, and technical support instructed the caller to plug the wall adapter into a known working outlet for at least 30 consecutive minutes to see if the pump would begin charging, with plans to follow up.